Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice pro cycler for apd therapy. The hp reported bypassing "low drain volume" and "caution: negative uf" alarms during the apd therapy, resulting in a total ultrafiltrate volume of -2214 mls. The hp recieved the programmed last fill volume of 1500 mls, at which time the therapy ended. During the hp's scheduled clinic visit, they related to their healthcare professional (hcp) that they were distended and suspected they were overfilled with fluid. The hcp had the hp perform a manual drain and removed approximately 4000 mls of fluid. According to the hp, there was no patient injury or medical intervention.